Event description:
It was reported that during a stent procedure in the mid right coronary artery, which was mildly tortuous, that stent delivery system (sds) was advanced to the lesion. However, the balloon ruptured at 6atm and a dissection occurred on the proximal end of the stent. The stent was post-dilated with a balloon catheter. An additional stent was deployed to successfully treat the dissection. Reportedly, there was no further effect on the patient.